Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately ten years. Per the operative report, patient had an ascending and hemiarch aneurysm that exceeded 5 cm and an enlarged root of the aorta at about 4.5 cm. It had increased by 0.4 cm over the course of the last 4-5 years. Patient had a heart catherization and possibly had a 50% ostial right coronary artery lesion. Based on the follow-up with the health-care provider, the patient also had aortic regurgitation with minor disruption in one of the valve leaflets. Therefore, it was decided to perform aortic valve and root replacement. Additionally, the surgeon has indicated that this event was due to patient related factors and not a malfunction of the edwards valve. The subject device was removed and replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Leaflet disruption; cause unknown. Device not returned. Unfortunately, (per the health-care provider), the device was discarded; therefore, the root cause of this event could not be investigated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance found related to this event. No further actions are possible with the available information.